Manufacturer narrative:
Based on the limited follow-up information available, the patient¿s liberty cycler can be disassociated from the events. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius via a customer survey response that the patient discontinued peritoneal dialysis due to a serious infection. No further information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius via a customer survey response that the patient discontinued peritoneal dialysis due to a serious infection. No further information was provided. Attempts to obtain additional information were unsuccessful.